Manufacturer narrative:
(B)(4)

Event description:
It was reported that a long charge time alert was observed via merlin.net device transmission. The timeout occurred during the tail end of the capacitor maintenance. Replacing the device was suggested. No further information is available at this time.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.